Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have error code 319 during testing in normal mode. A review of the log showed errors 319, 1126 and 31226. The unit was tested on a psc (patient side cart) fixture test platform (pftp) and failed the fiber test on parallelogram. The unit passed the test with a known good fiber parallelogram. When the original fiber parallelogram was reinstalled, the unit then failed the test again. The unit passed all tests that were performed with a known good fiber parallelogram. The root cause was deemed to be a component failure.

Event description:
It was reported that error 319 occurred on universal surgical manipulator (usm) 1. The site disabled usm 1 and completed the procedure with the remaining usms. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the issue was identified prior to starting the procedure (ports were placed). The system initially powered on with error 319.

Manufacturer narrative:
Based on the claim against the product by the customer noting that error 319 occurred on universal surgical manipulator (usm) 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reviewed the system log and noted that error 319 was pointing to an issue with usm 1. The fse swapped usm 1 with usm 4, and the 319 error would follow. The fse then replaced the affected usm to resolve the reported problem. The system was tested and verified as ready for use. The complaint regarding error 319 occurred was confirmed based on the field evaluation, which indicates that the product did contribute to the customer reported issue. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. This complaint is considered a reportable malfunction due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.